Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. The complaint was confirmed because it was reported in the event description that the user reused same supplies.. The cause of the use error was undetermined. The labeling instructs the patient not to reconnect bags. All printed pouches for disposable products intended for single use are labeled with the statement, "this device is intended for single use only." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During troubleshooting of a check lines and bags alarm a patients care giver (cg) stated that supplies had been reused; the heater bag had disconnected and was reconnected. The technical service representative (tsr) explained that supplies should not be reused and advised the cg to end therapy and finish with manual supplies. The tsr assisted in ending therapy. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.